Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) confirmed that the device had entered safety mode and subsequently returned to normal operation. Ts explained that safety mode functions as a protective backup with limited capability and, while recovery is possible, device replacement and return for analysis were recommended. No adverse patient effects were reported. This pacemaker remains in service.